Event description:
It was reported that halfway thru a lap hysterectomy procedure, the generator displayed an instrument error code. The device was then disconnected from the handpiece and the generator. This was done so that everything could be reconnected and the system restarted. After this, the handpiece was making what can only be described as a "ticking" noise. And once again, the generator displayed the instrument error code. Once out of the patient to be tested again, it was noticed that the active blade had broken off of the device and was lying on the scrub trolley. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.